Event description:
A clinical nurse manager reported the hand piece exhibited a loss of phacoemulsification (phaco) power during a cataract intraocular lens implant procedure. They exchanged the handpiece, but there still was no phaco power. Following a system exchange and a delay of ten minutes, the procedure was completed with no impact to the patient.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer tested all five phaco handpieces on another system and all the phaco handpieces worked. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm this reported event. A review of the complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).